Event description:
It was reported that the patient had a possible inflammatory mass/granuloma. No patient symptoms, diagnostic measure, treatment, or outcome was reported. The pump contained a mixture of baclofen and morphine at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results: refers to the catheter.